Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. It was also reported the customer had a meter error alarm the customer's blood glucose was 20.8 mmol/l. It was also found the customer did not store their insulin at room temperature. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. Customer also reported they were able to complete the rewind sequence on the insulin pump. Customer stated the insulin pump was exposed to an x-ray machine. Customer was also advised their reservoir/infusion set may be occluded. The insulin pump will be returned for analysis.